Event description:
It was found that his programmable cardioverter-defibrillator was not functioning. This did not suggest an abnormality due to device malfunction, but due to lead dislodgement. A chest x-ray was obtained and indeed it demonstrated that the defibrillating lead had moved from its screwed in position in the septum to the right atrial and tricuspid valve junction. The generator itself had been rotated an unk amount of times, but at least 180 to 200 degrees, and the slack in the lead had been totally used up. This suggested the possibility of twiddler's syndrome, but on direct questioning of the pt and his wife, he denies any manipulation of the device.